Manufacturer narrative:
Unable to perform displacement test due to missing retainer ring. Unit received with broken reservoir tube lip, missing reservoir tube o-ring, cracked case corner of the belt clip rails near the battery compartment, cracked select button keypad overlay, keypad overlay texture damage and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that display screen and pump case was damaged. Customer's blood glucose was unknown. Insulin pump would need to be replaced.